Event description:
It was reported to boston scientific corporation that a patient who underwent an unknown spaceoar hydrogel placement, experienced an anaphylactic reaction following the placement. Boston scientific has been unable to obtain additional details about the procedure or patient outcome, despite good faith efforts (gfes).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/allergic reaction.